Event description:
It was reported to st. Jude medical that the patient went into vf and the device delivered appropriate therapy but failed to terminate the vf. High voltage lead impedance was out of range and the charge time maximum limit was reached. A possible lead fracture was noticed on the x-ray.